Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) due to high battery impedance triggered on (B)(6) 2010. Eri triggered prior to explant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was reported that this device was replaced due to possible premature battery depletion. No patient complications have been reported as a result of this event.